Manufacturer narrative:
This event will be updated should a revision procedure be performed and/or the pacemaker gets returned back to boston scientific for analysis.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. At this time the pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. At this time the pacemaker remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.